Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No adverse patient effects were reported.

Event description:
Additional information was provided that the device replacement has been scheduled and the device will be returned following explant.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this implantable pacemaker reached elective replacement indicator (eri), and it was noted that approximately nine months ago, the remaining device longevity was estimated at 1.5 years. Then, approximately three months ago, there was 1 year remaining, then the device reached eri one month later. It was questioned what may have caused the device to reach eri in a shorter period of time than expected. Boston scientific technical services (ts) discussed several reasons for the device to reach eri. It was noted that the device was in retry one day approximately one year ago. It was also questioned if the automatic capture (ac) operation was capped by a certain rate, as the patient's rate was approximately 110 beats per minute (bpm) approximately 25% of the time and the device was in a mode switch. Ts discussed that it was limited by device programmable parameters. Ts then discussed that this patient had atrial fibrillation (af) with possible rapid ventricular response, and the conducted ventricular beats from the af might have affected the ac, causing retry to occur. Then, ts noted if the device went into a higher rate in retry, and battery measurements occurred, this could have affected the device's remaining longevity estimate. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.